Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that a revision/ explant occurred on (B)(6) 2016. The device was going to be returned to the manufacturer from the pathology lab. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were on their second ins, first was replaced due to end of regular battery life, and they had never been able to have stimulation properly cover all their problem areas. Pt mentioned that they had success blocking the pain going down their legs, but the stimulation never covered the small of their back and 'wrapped around.' Agent reviewed reprogramming may help the issue and pt said ever since they had the first implant no one had been able to program the stimulation for full coverage, even after going to 3 or 4 reps and multiple doctors.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found the stimulator battery had reduced capacity due to overdischarge. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with the returned product on (B)(4) 2017 reporting that there was no patient injury and the patient recovered without sequela.